Manufacturer narrative:
The serial number of the device was requested but was not provided; therefore, the expiration date, manufacture date, and age of device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that when the patient was seen at the clinic, a no external power alarm was observed in the history file upon interrogation of the lvad system. The patient did not recall the incident occurring. There was no adverse impact to the patient reported. A log file submitted to the manufacturer¿s technical services for analysis confirmed a no external power event recorded on (B)(6) 2018. This could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During these events the system controller¿s internal backup battery provided power to the pump as designed. Additional information was requested, but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the mobile power unit (mpu) was not returned for analysis and remains in use. Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file showed that the no external power alarm appeared to be caused by a loss of ac power while the system controller was connected to the mpu. No additional atypical alarms or trends in pump parameters were captured. The fixed speed was set to 9000 rpm and the pump speed remained above the low speed limit of 8400 rpm for the duration of the file, including the no external power event. Multiple requests for additional information were sent to the account; however, no further details were provided. The hmii patient handbook addresses all alarm conditions (including no external power alarms) and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.